Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(6) study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was successfully completed with no issues noted. On (B)(6) 2012, the patient experienced an event of asthma exacerbation. The physician called the patient for her day 1 follow up and she reported worsened shortness of breath, cough and wheeze. She was brought into the clinic and sent to the emergency room (ER). Subsequently, the patient was admitted into the hospital on (B)(6) 2012 due to her worsening asthma symptoms. During her hospitalization, the patient received intravenous steroids and nebulizer treatments. She was discharged from the hospital on (B)(6) 2012. The event of asthma exacerbation resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 2.15, fev1 % predicted: 95.98, fvc: 2.84, fvc % predicted: 104.03; post-bronchodilator, fev1: 2.27, fev1 % predicted: 101.34, fvc: 2.90, fvc % predicted: 106.23.

Manufacturer narrative:
(B)(6). MFR name: boston scientific corporation (B)(4). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that this device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is listed in the dfu as potential adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.